Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen and cartridge alarm issues were verified. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill notification issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unable to load a cartridge due to a minimum fill notification that occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Subsequently, a cartridge alarm then occurred during the load sequence. Additionally, it was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 300-340 mg/dl. The customer reverted to an alternate method in insulin therapy.